Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display, low battery alert and dead battery noted. Insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had blank display. The customer¿s blood glucose level at the time of incident was unknown. The customer reported that the insulin pump had battery issue as they used to get dead without giving alarm due to which customer not used to be aware the insulin pump was dead and which used to result in high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.